Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 4.00 x 32mm synergy¿ stent was advanced but was unable to cross the lesion. The physician pushed the stent against the calcium block of the lesion and noticed that a couple of stent struts were separated from the stent delivery system balloon. The device was removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the two most distal stent rows were raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was further reported that the stent struts of the 4.00 x 32mm synergy¿ stent were lifted but remained intact and not separated from the stent delivery system balloon.